Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("daily chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy") and dysmenorrhoea ("chronic pelvic pain during her menstrual cycle"). The patient was treated with surgery (on or about (B)(6) 2016, patient underwent laparoscopic assisted vaginal hysterectomy). At the time of the report, the pelvic pain, menorrhagia, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: underwent a laparoscopic assisted vaginal hysterectomy due to complications from the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("daily chronic pelvic pain/ pelvic pain") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test:no". The patient's past medical history included loop electrosurgical excision procedure (for severe dysplasia) in 2009, dysplasia, asthma, unspecified, bipolar disorder, nausea, c-section (in her first delivery for failed forceps, failure to descend), cervical dysplasia, headache, blurry vision, oedema, depressive disorder, nonspecific abnormal papanicolaou smear of cervix, varicella, lower segment caesarean section in 2014, bladder injury, suicide attempt (at the age of 14) and suicidal ideation. Previously administered products included for contraception: iud in 2009. Concurrent conditions included smoker (0.75 packs/day for 8 years cigarettes), allergic reaction to antibiotics (rash), drug allergy (nausea & vomiting and diarrhea), yeast infection, otalgia, bronchitis, bronchospasm, tobacco abuse, sinus congestion, nasal congestion, fever, ear pain, productive cough and anxiety. Family history included emphysema (father), arthritis (father), obesity (father), cancer (maternal grandfather), diabetes (paternal grandmother), heart disease, unspecified (paternal grandfather), colon cancer (daughter) and adhd (daughter). Concomitant products included estradiol cipionate (depo estradiol) from (B)(6)2014 to (B)(6)2014 for birth control as well as paracetamol (acetaminophen). In (B)(6)2014, the patient experienced anxiety ("mental anguish"). On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss") and tooth disorder ("dental issues"). On (B)(6)2016, 1 year 4 months after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced dysmenorrhoea ("chronic pelvic pain during her menstrual cycle") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, allergy to metals, vaginal haemorrhage and back pain had resolved and the dysmenorrhoea, alopecia, tooth disorder and anxiety outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, dysmenorrhoea, menorrhagia, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. On (B)(6)2014, after essure insertion, patient had 3 coils were seen on the left and 3 coil was seen on the right. On (B)(6)2016, surgical pathology report, gross description: within each fallopian tube there was a 5.0 cm in length x 0.1 cm in diameter set of double metal coils (one smaller coil wrapped by another slightly larger coil). The proximal ends of these coils are located within their respective uterine cornu, and the proximal fallopian tube lumens are obliterated by fibrous tissue encapsulating the coils. The distal ends of the coils extend into the fallopian tube lumens with no signs of perforation. Patient had unspecified essure confirmation test on an unspecified date. Most recent follow-up information incorporated above includes: on 17-aug-2018: plaintiff fact sheet received. Event onset dates added. New events mental anguish and essure confirmation test: no added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("daily chronic pelvic pain / pelvic pain") and bipolar disorder ("bipolar disorder") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test:no". The patient's medical history included loop electrosurgical excision procedure (for severe dysplasia) in 2009, dysplasia, asthma, unspecified, bipolar disorder, nausea, c-section (in her first delivery for failed forceps, failure to descend), cervical dysplasia, headache, blurry vision, oedema, depressive disorder, nonspecific abnormal papanicolaou smear of cervix, varicella, lower segment caesarean section in 2014, bladder injury, suicide attempt (at the age of 14) and suicidal ideation. Previously administered products included for contraception: iud; for an unreported indication: iud nos. Concurrent conditions included smoker (0.75 packs/day for 8 years cigarettes), allergic reaction to antibiotics (rash), drug allergy (nausea & vomiting and diarrhea), yeast infection, otalgia, bronchitis, bronchospasm, tobacco abuse, sinus congestion, nasal congestion, fever, ear pain, productive cough and anxiety. Family history included emphysema (father), arthritis (father), obesity (father), cancer (maternal grandfather), diabetes (paternal grandmother), heart disease, unspecified (paternal grandfather), colon cancer (daughter) and adhd (daughter). Concomitant products included estradiol cipionate (depo estradiol) from (B)(6) 2014 to (B)(6) 2014 for birth control as well as citalopram since (B)(6) 2014, lorazepam since (B)(6) 2014, nsaids since (B)(6) 2014, paracetamol (acetaminophen) and sertraline since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety /mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 3 months 9 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and tooth disorder ("dental issues"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced borderline personality disorder ("borderline personality disorder"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), dysmenorrhoea ("chronic pelvic pain during her menstrual cycle") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, allergy to metals, vaginal haemorrhage and back pain had resolved and the bipolar disorder, dysmenorrhoea, alopecia, tooth disorder, anxiety, depression, dyspareunia, fatigue and borderline personality disorder outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, bipolar disorder, borderline personality disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Pathology test - on (B)(6) 2016: within each fallopian tube there was a 5.0 cm in length x 0.1 cm in diameter set of double metal coils (one smaller coil wrapped by another slightly larger coil). The proximal ends of these coils are located within their respective uterine cornu, and the proximal fallopian tube lumens are obliterated by fibrous tissue encapsulating the coils. The distal ends of the coils extend into the fallopian tube lumens with no signs of perforation.. Ultrasound scan - on (B)(6) 2014: after essure insertion, patient had 3 coils were seen on the left and 3 coil was seen on the right.. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received : concomitant medication added. Events : bipolar disorder, borderline personality disorder were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily chronic pelvic pain / pelvic pain') and bipolar disorder ('bipolar disorder') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test:no". The patient's medical history included lower segment caesarean section in 2014, loop electrosurgical excision procedure (for severe dysplasia) in 2009, dysplasia, asthma, unspecified, bipolar disorder, nausea, c-section (in her first delivery for failed forceps, failure to descend), cervical dysplasia, headache, blurry vision, oedema, depressive disorder, nonspecific abnormal papanicolaou smear of cervix, varicella, bladder injury, suicide attempt (at the age of 14) and suicidal ideation. Previously administered products included for contraception: iud; for an unreported indication: iud nos. Concurrent conditions included smoker (0.75 packs/day for 8 years cigarettes), allergic reaction to antibiotics (rash), drug allergy (nausea & vomiting and diarrhea), yeast infection, otalgia, bronchitis, bronchospasm, tobacco abuse, sinus congestion, nasal congestion, fever, ear pain, productive cough and anxiety. Family history included emphysema (father), arthritis (father), obesity (father), cancer (maternal grandfather), diabetes (paternal grandmother), heart disease, unspecified (paternal grandfather), colon cancer (daughter) and adhd (daughter). Concomitant products included estradiol cipionate (depo estradiol) from (B)(6) 2014 to (B)(6) 2014 for birth control as well as citalopram since (B)(6) 2014, lorazepam since (B)(6) 2014, nsaids since (B)(6) 2014, paracetamol (acetaminophen) and sertraline since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety /mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 3 months 9 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and tooth disorder ("dental issues"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced borderline personality disorder ("borderline personality disorder"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), dysmenorrhoea ("chronic pelvic pain during her menstrual cycle"), back pain ("back pain") and flatulence ("gas pain is killing me"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, allergy to metals, vaginal haemorrhage and back pain had resolved and the bipolar disorder, dysmenorrhoea, alopecia, tooth disorder, anxiety, depression, dyspareunia, fatigue, borderline personality disorder and flatulence outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, bipolar disorder, borderline personality disorder, depression, dysmenorrhoea, dyspareunia, fatigue, flatulence, menorrhagia, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Pathology test - on (B)(6) 2016: within each fallopian tube there was a 5.0 cm in length x 0.1 cm in diameter set of double metal coils (one smaller coil wrapped by another slightly larger coil). The proximal ends of these coils are located within their respective uterine cornu, and the proximal fallopian tube lumens are obliterated by fibrous tissue encapsulating the coils. The distal ends of the coils extend into the fallopian tube lumens with no signs of perforation. Ultrasound scan - on (B)(6) 2014: after essure insertion, patient had 3 coils were seen on the left and 3 coil was seen on the right. Concerning the injuries reported in this case, the following one/ones reported via social media: flatulence. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. New event gas pain is killing me were added. New reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("daily chronic pelvic pain/ pelvic pain") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test:no". The patient's medical history included loop electrosurgical excision procedure (for severe dysplasia) in 2009, dysplasia, asthma, unspecified, bipolar disorder, nausea, c-section (in her first delivery for failed forceps, failure to descend), cervical dysplasia, headache, blurry vision, oedema, depressive disorder, nonspecific abnormal papanicolaou smear of cervix, varicella, lower segment caesarean section in 2014, bladder injury, suicide attempt (at the age of 14) and suicidal ideation. Previously administered products included for contraception: iud; for an unreported indication: iud nos. Concurrent conditions included smoker (0.75 packs/day for 8 years cigarettes), allergic reaction to antibiotics (rash), drug allergy (nausea & vomiting and diarrhea), yeast infection, otalgia, bronchitis, bronchospasm, tobacco abuse, sinus congestion, nasal congestion, fever, ear pain, productive cough and anxiety. Family history included emphysema (father), arthritis (father), obesity (father), cancer (maternal grandfather), diabetes (paternal grandmother), heart disease, unspecified (paternal grandfather), colon cancer (daughter) and adhd (daughter). Concomitant products included estradiol cipionate (depo estradiol) from (B)(6) 2014 for birth control as well as citalopram since (B)(6) 2014, lorazepam since (B)(6) 2014 and paracetamol (acetaminophen). In (B)(6) 2014, the patient experienced anxiety ("mental anguish"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 3 months 9 days after insertion of essure. In (B)(6) 2015, the patient experienced alopecia ("hair loss") and tooth disorder ("dental issues"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced dysmenorrhoea ("chronic pelvic pain during her menstrual cycle") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, allergy to metals, vaginal haemorrhage and back pain had resolved and the dysmenorrhoea, alopecia, tooth disorder, anxiety, depression, dyspareunia and fatigue outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Pathology test - on (B)(6) 2016: within each fallopian tube there was a 5.0 cm in length x 0.1 cm in diameter set of double metal coils (one smaller coil wrapped by another slightly larger coil). The proximal ends of these coils are located within their respective uterine cornu, and the proximal fallopian tube lumens are obliterated by fibrous tissue encapsulating the coils. The distal ends of the coils extend into the fallopian tube lumens with no signs of perforation.. Ultrasound scan - on (B)(6) 2014: after essure insertion, patient had 3 coils were seen on the left and 3 coil was seen on the right.. Most recent follow-up information incorporated above includes: on 27-nov-2018: plaintiff fact sheet received. Events depression , fatigue, dyspareunia were added. Historical & concomitant drugs conditions , product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily chronic pelvic pain / pelvic pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test:no". The patient's medical history included lower segment caesarean section in 2014, loop electrosurgical excision procedure (for severe dysplasia) in 2009, dysplasia, asthma, unspecified, bipolar disorder, nausea, c-section (in her first delivery for failed forceps, failure to descend), cervical dysplasia, headache, blurry vision, oedema, depressive disorder, nonspecific abnormal papanicolaou smear of cervix, varicella, bladder injury, suicide attempt (at the age of 14) and suicidal ideation. Previously administered products included for contraception: iud; for an unreported indication: iud nos. Concurrent conditions included smoker (0.75 packs/day for 8 years cigarettes), allergic reaction to antibiotics (rash), drug allergy (nausea & vomiting and diarrhea), yeast infection, otalgia, bronchitis, bronchospasm, tobacco abuse, sinus congestion, nasal congestion, fever, ear pain, productive cough and anxiety. Family history included emphysema (father), arthritis (father), obesity (father), cancer (maternal grandfather), diabetes (paternal grandmother), heart disease, unspecified (paternal grandfather), colon cancer (daughter) and adhd (daughter). Concomitant products included estradiol cipionate (depo estradiol) from (B)(6) 2014 to (B)(6) 2014 for birth control as well as citalopram since (B)(6) 2014, lorazepam since (B)(6) 2014, nsaids since (B)(6) 2014, paracetamol (acetaminophen) and sertraline since (B)(6) 2016. In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety /mental anguish"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 3 months 9 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and tooth disorder ("dental issues"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced borderline personality disorder ("borderline personality disorder"). On an unknown date, the patient experienced bipolar disorder ("bipolar disorder"), dysmenorrhoea ("chronic pelvic pain during her menstrual cycle"), back pain ("back pain"), flatulence ("gas pain is killing me") and urinary tract disorder ("urinary disorder"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, alopecia, back pain and urinary tract disorder had resolved and the bipolar disorder, dysmenorrhoea, tooth disorder, anxiety, depression, dyspareunia, fatigue, borderline personality disorder and flatulence outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, bipolar disorder, borderline personality disorder, depression, dysmenorrhoea, dyspareunia, fatigue, flatulence, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plantiff received treatment for the event 'pain, bleeding, urinary disorders, allergic reaction and alopecia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Pathology test - on (B)(6) 2016: within each fallopian tube there was a 5.0 cm in length x 0.1 cm in diameter set of double metal coils (one smaller coil wrapped by another slightly larger coil). The proximal ends of these coils are located within their respective uterine cornu, and the proximal fallopian tube lumens are obliterated by fibrous tissue encapsulating the coils. The distal ends of the coils extend into the fallopian tube lumens with no signs of perforation. Ultrasound scan - on (B)(6) 2014: after essure insertion, patient had 3 coils were seen on the left and 3 coil was seen on the right. Concerning the injuries reported in this case, the following one/ones reported via social media: flatulence. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : urinary disorders event added. Outcome for the event alopecia was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("daily chronic pelvic pain/ pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure (for severe dysplasia) on (B)(6) 2009, dysplasia, asthma, unspecified, bipolar disorder, nausea, c-section (in her first delivery for failed forceps, failure to descend), cervical dysplasia, headache, blurry vision, oedema, depressive disorder, nonspecific abnormal papanicolaou smear of cervix, varicella, cesarean section in 2014, bladder injury, suicide attempt (at the age of (B)(6)) and suicidal ideation. Previously administered products included for contraception: iud in 2009. Concurrent conditions included smoker (0.75 packs/day for 8 years cigarettes), allergic reaction to antibiotics (rash), drug allergy (nausea & vomiting and diarrhea), yeast infection, otalgia, bronchitis, bronchospasm, tobacco abuse, sinus congestion, nasal congestion, fever, ear pain, productive cough and anxiety. Family history included emphysema (father), arthritis (father), obesity (father), cancer (maternal grandfather), diabetes (paternal grandmother), heart disease, unspecified (paternal grandfather), colon cancer (daughter) and adhd (daughter). Concomitant products included estradiol cipionate (depo estradiol) from (B)(6) 2014 to (B)(6) 2014 for birth control. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("chronic pelvic pain during her menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), tooth disorder ("dental issues") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, allergy to metals, vaginal haemorrhage and back pain had resolved and the dysmenorrhoea, alopecia and tooth disorder outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, dysmenorrhoea, menorrhagia, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. On (B)(6) 2014, after essure insertion, patient had 3 coils were seen on the left and 3 coil was seen on the right. On (B)(6) 2016, surgical pathology report, gross description: within each fallopian tube there was a 5.0 cm in length x 0.1 cm in diameter set of double metal coils (one smaller coil wrapped by another slightly larger coil). The proximal ends of these coils are located within their respective uterine cornu, and the proximal fallopian tube lumens are obliterated by fibrous tissue encapsulating the coils. The distal ends of the coils extend into the fallopian tube lumens with no signs of perforation. Patient had unspecified essure confirmation test on an unspecified date. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date updated from (B)(6) 2014 to (B)(6) 2014 and removal date updated from (B)(6) 2016. Events abnormal bleeding (vaginal, menorrhagia), pelvic pain were clubbed with previously reported events. Events vaginal haemorrhage, alopecia, tooth disorder were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.